Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 229 (mg/dl). A bolus was delivered to address bg level. The customer was able to load a new cartridge onto the pump.